Event description:
During routine testing of the device at the service center, the service technician reported the 12 volt battery connector was broken. The monitor was originally returned for repair of a standard reference sensor failure when the broken battery connector was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.